Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. No alerts known to contribute to wbc contamination were generated during this procedure. As the trima accel system does not directly count cells entering the platelet product bag, it relies on significant changes in rbc detector reflectance values to indicate lrs chamber saturation and potential wbc presence in the product. In this case, the signal changes were insufficient to trigger a notification, and the system reported the platelet product as leukoreduced. However, further analysis suggests that wbcs may have begun escaping the lrs chamber earlier than the system anticipated, potentially contributing to the elevated wbc content observed in the final product. While the trima accel system incorporates multiple detection mechanisms for wbc contamination, certain events-such as this one-may fall outside its detection capabilities. Based on the available data, the leukoreduction failure may be associated with donor-specific blood characteristics that challenge the system¿s leukoreduction performance. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing. Therefore, no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in d.4, h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. No alerts known to contribute to wbc contamination were generated during this procedure. As the trima accel system does not directly count cells entering the platelet product bag, it relies on significant changes in rbc detector reflectance values to indicate lrs chamber saturation and potential wbc presence in the product. In this case, the signal changes were insufficient to trigger a notification, and the system reported the platelet product as leukoreduced. However, further analysis suggests that wbcs may have begun escaping the lrs chamber earlier than the system anticipated, potentially contributing to the elevated wbc content observed in the final product. While the trima accel system incorporates multiple detection mechanisms for wbc contamination, certain events-such as this one-may fall outside its detection capabilities. Based on the available data, the leukoreduction failure may be associated with donor-specific blood characteristics that challenge the system¿s leukoreduction performance. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. A disposable complaint history search was performed for this lot and found no other reports for similar issues on this lot. Root cause: a root cause assessment was performed for this complaint. No alerts known to contribute to wbc contamination were generated during this procedure. As the trima accel system does not directly count cells entering the platelet product bag, it relies on significant changes in rbc detector reflectance values to indicate lrs chamber saturation and potential wbc presence in the product. In this case, the signal changes were insufficient to trigger a notification, and the system reported the platelet product as leukoreduced. However, further analysis suggests that wbcs may have begun escaping the lrs chamber earlier than the system anticipated, potentially contributing to the elevated wbc content observed in the final product. While the trima accel system incorporates multiple detection mechanisms for wbc contamination, certain events-such as this one-may fall outside its detection capabilities. Based on the available data, the leukoreduction failure may be associated with donor-specific blood characteristics that challenge the system¿s leukoreduction performance.